Manufacturer narrative:
Continuation of concomitant: 5092-58 lead, implanted (B)(6) 2006.

Event description:
It was reported that there was lead warning for high impedance on the right atrial (ra) lead. Lead trend showed gradual impedance increase with recent spike. When the lead was tested in unipolar setting, the impedance was low with no p wave measured. It was noted that the patient was in intermittent atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.